Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged on the next day after implant. The lead was repositioned but still got dislodged. The rv lead was removed and was replaced with a new rv lead. The rv lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis noted the allegation could not be confirmed. No irregularities were noted at the tip region of the lead that could be contributed to dislodgment.